Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, both the haptics of the lens was broken, so the incision was enlarged to remove the lens and replace it with a new one. Expanding the incision during surgery prolonged the surgical time, leading to severe postoperative corneal astigmatism and affecting visual recovery. This report was received from china health authority.